Event description:
The customer reported via phone call that she needed a replacement plunger because hers lost its suction. Customer verified that it was a quick serter. Customer stated that she has wasted about 5 sets. Customer's blood glucose was 425 mg/dl. Customer treated with a manual injection and the pump. Customer stated that her sugars are out of control and her blood glucose was 317 mg/dl this morning. Customer stated that it will say no delivery. Customer declined troubleshooting for high blood glucose. Customer reported that the alarm was resolved by a complete set change. Customer will receive replacement sets as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.